Event description:
It was reported that, increased defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead coil was changed but this was not successful in resolving this event. X- ray imaging was performed; no anomalies were noted. During the in clinic follow up, shock testing was performed and the lead impedance returned to normal. The patient was stable and will continue to be monitored.